Event description:
Consumer reported complaint for error messages (e-2 and e-3). The the customer feels well and did not report any symptoms. Customer stated that she went to see her doctor because the meter was not working and she was getting the error messages. During the call, a back to back blood test was performed by the customer and produced e-2 error message twice using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2027 and open vial date is 10/19/2025.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error messages. Meter and test strips were returned for evaluation. Defect found on returned meter - e-7. Reported defect not reproduced on returned strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-001: miscellaneous user induced contamination on the strip connector note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer.